Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00026. It was reported that both of the patient's leads migrated. The patient did not report any falls or traumas. Surgical intervention was undertaken to replace the leads. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction: section d6b - date of explant : the date of explant should have been (B)(6) 2023 rather than blank.